Event description:
A customer reported recurring occlusion issues with their mobi 7.9 insulin pump, occurring specifically during bolus deliveries. Although blood glucose levels remained normal to slightly higher, no adverse impact was reported. To resolve the issue, multiple troubleshooting attempts were made but proved ineffective, resulting in the decision to replace the pump. The customer was advised to continue using the current pump while awaiting the replacement, and necessary instructions for storage and return of the faulty pump were provided.